Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided biopsy procedure in neck for thyroid via normal density tissue using the truguide. During the procedure, it was reported that the device needle was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided biopsy procedure in neck for thyroid via normal density tissue using the truguide. During the procedure, it was reported that the device needle was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one truguide coaxial cannula in two segments was received for evaluation. Upon visual evaluation, the coaxial cannula, trocar stylet and the blunt stylet were all received without protective tubing and appeared to have blood residue throughout. The proximal end of the detached cannula appeared to be compressed. Due to the nature of the complaint, functional testing was not performed. One electronic photo was provided and reviewed. The photo shows one truguide coaxial cannula in two segments placed on the white tray along with blunt needle. A complete circumferential break was noted to the cannula. Based on the photo review the reported break can be confirmed. Therefore, the investigation is confirmed for the reported break as a complete circumferential break was noted to the cannula. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.